Manufacturer narrative:
Physio-control evaluated the stored ECG data from the reported event. The ECG artifact displayed during external pacing while monitoring through the pt cable was indicative of a preamp oscillation that can occur under certain conditions. Co's investigation has concluded that this anomaly is related to an unspecified pt variable, possibly high transthorasic and/or skin-to-electrode impedance. A technological limitation to monitoring the ECG of certain pt's while administering external pacing is indicated.

Event description:
Paramedics attended to a person involved in a motor vehicle accident. The pt was diagnosed as asystolic and apneic. The pt's down time was estimated as 20 mins. External pacing, defibrillation and drug therapy was administered. The pt expired approx 12 hrs after arrival at the hosp. The pt's family requested the removal of life support due to extensive brain damage. After reviewing the printed ECG strips from the reported event, the rptr observed excessive artifact while pacing was performed. The rptr indicated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's extended down time and lack of viability.